Event description:
It was reported that at the time of implant of the pump, when the doctor opened the package of catheter and attempted to rotate the anchor to confirm smooth movement(slide) on the anchor dispenser, it didn't rotate but just twisted. The nurse also attempted, but the same thing occured. The anchor was stated as a malfunction. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis of the anchor showed it did not properly detach from the ascenda tool and was unable to be used. There were damage/tears on the proximal and distal ends of the anchor.

Event description:
Additionally it was reported that the mobility of the anchor of the anchor dispenser was checked, but it would not move, so another anchor dispenser was taken out from the accessory kit and used. The anchor dispenser was stated as defective.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n403484007, product type catheter, product ID 8785. (B)(4).